Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2015, the device was found in standby mode.

Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2015, the device was found in standby mode.